Event description:
It was reported that the cine mode on the 9800 system would not work. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive, cine drive, and the software upgrade were installed during the svc call. The system was tested, and found to be working as intended, and put back into svc.